Manufacturer narrative:
The customer declined to return the product used during the event for evaluation. They did return four bedside commodes from the same lot number and photographs of the damaged product. No problems were found with the four returned items. The photographs show the leg tubing is snapped at the rivet which connects the leg and the seat frame. The type of fracture mode cannot be accurately determined from the pictures received from the customer. It does not look like a brittle fracture. No conclusions can be drawn without evaluation of the actual device.